Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2010. It was reported that he is without stimulation and unable to communicate with his ipg using either the programmer or charging system. Efforts to recapture effective stimulation with the use of a replacement programmer and charging system proved unsuccessful. The pt's ipg was replaced on (B)(6) 2011 and effective stimulation was recaptured. The explanted device will be returned to the manufacturer for analysis.